Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see associated report(s): 0001825034 -2018 -10902. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Revision for unknown reasons. No further information made available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Visual examination of the returned product identified various scrapes and scratches on the outer radius of the bearing. The rim of the bearing has been dented and deformed. The head remains assembled with the bearing upon receipt. The taper of the head is lightly scratched with traces of transfer debris. Small amounts of light colored film are present on the outer radius of the head. The outer radius is also scuffed. The head rotates freely inside the bearing. The additional information does not change the outcome of the previous investigation if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.